Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed inside the tubing of a homechoice cassette. This was observed prior to use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6, and h11: h11: the device was received for evaluation. Visual inspection was performed and a black partially embedded particulate matter was observed in the drain line tubing. The particulate matter was determined to be a manufacturing related issue during the extrusion process. Particulate matter in the drain line does not pose a significant risk to the patient because the drain line is not part of the fluid path leading to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.